Event description:
The consumer reported that the (B)(4) transfer bench allegedly had most of the right side panel splitting at the seam. Both users are under the weight maximum capacity. No injury was reported.